Event description:
It was reported that during a laparoscopic gastric bypass roux en y procedure, the surgeon used the device during the pouch formation. During the fourth firing, the device would not cut through the already formed staples properly. A new device was used to complete the case. There was no pt consequence.